Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, as it was no longer functional. The device remains implanted. No patient complications were reported. No additional information was provided.